Event description:
The device was used during a sub total gastrectomy. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to remove the device and complete the procedure. The hosp has reported no pt injury occurred.